Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and motion sensor test failure. The customer¿s blood glucose level was unknown. Customer was able to clear the alarms. Customer was not able to complete insulin pump rewind.. The customer also reported that the displacement verification test and the insulin pump received an alarm. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error, low reservoir, battery out limit alarms due to a35 alarm.